Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: initial result = 4000 miu/ml, repeat result was <1.2 miu/ml. A new sample was collected a generated a result of <1.2 miu/ml. The sample was repeated after the initial result was questioned by the physician. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42508ud01 and the complaint issue. The overall performance of architect total b-hcg reagent was reviewed using field data from customers worldwide. Median values (for the negative population) for the complaint lot 42508ud01 are within the established limits. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 42508ud01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect total b-hcg reagent for lot 42508ud01 was identified.